Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator; the unit is nonresponsive to touch around the top corner two centimeters of the touchscreen. The customer reported the unit is showing signs of delamination in the bottom right hand corner. There is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: a carefusion failure analysis lab representative received the alleged faulty front panel assembly vela for evaluation. The front panel assembly was inspected and found fluid ingress in the bottom right hand corner of the screen, then installed into a known good vela unit. The failure analysis rep was able to duplicate the reported problem, the touch screen was unresponsive. The failure analysis rep performed touch screen calibration, but the issue was not resolved. It was determined the root cause was fluid ingress secondary to front panel malfunction. This issue is being addressed with an internal investigation.